Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had system over temperature alarm during use. There was no harm or injury reported

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer rebooted the pump. There was concern for the pump since the only other unit was in biomed after an issue the prior night. After personal began troubleshooting with the customer, it determined the the current pump was working appropriately after reboot. The customer was informed of the steps for rebooting the console should the technical alarm sound again. Personnel also suggested clearing the pump and general area of any blankets, walls, furniture to allow airflow to help cool the compressor. The customer was provided with instructions for calling a rental should they need one.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation findings).

Event description:
N/a.